Event description:
The surgeon inserted an icm115v4 11.5mm implantable collamer lens on (B)(6) 2008 and low vault was noted. The lens was removed on (B)(6) 2012 and replaced with a longer length lens. This resolved the problem.

Manufacturer narrative:
Method - lens work order search, medical review. Results - visual inspection of the lens showed the lens was returned dry and a haptic was torn. A lens work order search revealed that there was no similar complaint for the same type of problem from this work order. According to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). If rotation: serveral factors may contribute to rotation of an icl (i.e> patient's anatomical structure, short lens, haptic position, ect). (B)(4).

Manufacturer narrative:
(B)(4).